Event description:
A pt presents for elective revision of left total knee arthroplasty due to persistent complaints of pain and a bone scan that indicated loosening of the femoral component. The pt underwent the initial procedure in 5-03.